Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that an alert went off, so they went to the emergency room and they stated "there was a lead off. There's a wire off." They were sent to another hospital, in which their device was checked with no issues noted. The couple was sent home; however they are concerned. The system remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2018 it was further reported that the superior vena cava (svc) lead impedance alert was triggered for the right ventricular (rv) lead due to low svc and rv impedance. The alert was reprogrammed off and the rv lead remains in use. No patient complications have been reported as a result of this event.